Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused stomach inflammation, asthma, headaches, stage 3 kidney and sinus infections requiring antibiotics and sinus surgeries. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, p4 power connector. Unknown dark contaminate found on the inside of the top enclosure, inside the ui panel, inside the rear panel. Liquid ingress was observed on the blower and blower box. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused stomach inflammation, asthma, headaches, stage 3 kidney and sinus infections requiring antibiotics and sinus surgeries. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.